Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (b)6) 2013, product type lead. (B)(4).

Event description:
The patient reported that a possible problem with the ins was reviewed / suspected / alleged. The implantable neurostimulator (ins) battery depletion was being reported as premature. The patient reviewed battery lasted less than 4 months and was much shorter than previous battery life. Event date: (B)(6) 2015. The patient was experiencing a loss of therapeutic effect. Event date: (B)(6) 2015. The patient reported having to take the following medications to be able to eat (soup): transdemp patch, zophram 45 min before eating, another pill bentil. The doctor said stop pepto bismal. The patient said she can't stop, even though it turns her stool black/blue. The patient mentioned she is also diabetic takes longer to heal and travels 4 hours for check ups which is difficult. The patient said if her next ins will only last 4 months she would rather have her symptoms than have the surgeries. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. The component involved int he event was noted as the ins. It was noted that the patient had a battery change in (B)(6) 2015 and now had depleted battery in (B)(6) 2015. No troubleshooting was noted. The event cause was not determined. The patient was not recovered; symptoms/issue was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy at the end of (B)(6) 2015. The patient had symptom return and went to have the implantable neurostimulator (ins) checked by the manufacturer representative. They confirmed that the ins battery had depleted in (B)(6) 2015. The end of life (eol) battery had already been replaced.

Event description:
Additional information from a healthcare provider reported that the patient's newly implanted device required battery exchange three to four months after implant. Her device battery was found to be dead on (B)(6) 2015 and the battery was replaced on (B)(6) 2015.